Event description:
It was reported that a half day infusor ruptured at the end of infusion. It was filled with desferal (non-baxter). There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. The device was not available for evaluation. Therefore, no device analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was born in 1981. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.